Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) based on the presenting electrogram (egm). Technical services (ts) reviewed the data and noted ra undersensing, with atrial pacing events occurring shortly after undersensed beats. It could not be determined if the pacing occurred during refractory tissue or represented true loss of capture. An in-clinic was recommended. Subsequently, this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.